Manufacturer narrative:
Findings: pump was received with intermittent down button response due to unlocked j2 keypad connector on lcd board. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that the down arrow has gone out.the customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.